Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported to have had low blood glucose of 36 mg/dl which was treated with food. Customer requested assistance in suspending basal. Customer reported to have been under a lot of stress. Customer received assistance with suspending basal.